Event description:
Although it was stated that the cause for the open electrical connection is unknown, product analysis found that it was likely due to mechanical stress.

Event description:
On (B)(6) 2013, it was noticed that the power light of the physician's handheld turns on and off when the handheld is moved. After replacing the serial cable, it was found that the light stays on. The serial cable was returned for product analysis on (B)(4) 2013. Product analysis of the returned serial cable verified that "the power light goes on and off when you move the hhd" as initially reported. During the analysis it was identified that the cable had an open electrical connection in the serial cable power plug wire. The cause for the open connection is unknown and could not be identified during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.